Event description:
The pt reported that she does not know if the administration of the infusion device bolus is correct. She stated that she reviewed the bolus history and it does not match the actual time the bolus was administered and she delivered the bolus again. He blood glucose lowered to 60 mg/dl. She stated that the time is correctly programmed on the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.